Event description:
It was reported that the insulin pump alarmed motor error during the fill procedure and bolus delivery. The caller did not know the blood glucose reading. The caller was advised to return the device for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm and the motor passed the motor test. The insulin pump passed displacement, rewind and basic occlusion, occlusion, excessive no delivery and prime/a33 tests. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube thread and cracked reservoir tube lip.